Event description:
A surgeon reported a shunt would not release from its delivery system when pushing the button. The surgeon stated that in order to release the shunt, "they flipped sclera, hold the delivery system and pulled it toward." The surgeon indicated there was no patient harm. No further information is expected as the surgeon is unwilling/unable to provide additional information.

Manufacturer narrative:
Evaluation summary: no sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. Because a sample was not returned, the root cause cannot be determined. There have been no other complaints reported in the lot number. No further information is expected as the surgeon is unwilling/unable to provide further information. (B)(4).